Manufacturer narrative:
During the test we did not find any issues in and on the vitrectome. When there is less or no aspiration , air bubbles come out of the outer knife if the vitrectome is cutting. This issue we have to investigate. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(4)) during a tele-conference on (B)(6) 2017. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). All available information has been disclosed. This complaint has now been closed.

Event description:
Bubbles on the tip during surgery.